Event description:
The lead was explanted due to medical judgement and no atrial lead was implanted with the new system. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer, analyzed, and the outer insulation had breached environmental stress cracking (esc). It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had melted, the outer insulation had cosmetic esc, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and there was tissue on the helix.